Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The insert would not seat properly on the lateral side. Implant was removed and a new insert was opened and implanted without incident.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Material analysis, visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that during primary tka, the insert would not seat properly on the lateral side, the implant was removed and a new insert was opened and implanted without incident apart from a surgical delay of approximately 2 minutes. The exact cause of the event could not be determined as insufficient information was provided. Further information such as device return and operative notes are required to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is required at this time.

Event description:
The insert would not seat properly on the lateral side. Implant was removed and a new insert was opened and implanted without incident.